Manufacturer narrative:
The specimen was collected in a bd serum tube and it was centrifuged at 3,000 rpm for 10 minutes. Qc performed on (B)(4) 2010 was within the customer's established ranges. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). The fse replaced the sample probe and verified alignments. All verification testing passed within published specifications. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated carcinoembryonic antigen (cea) result, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient's sample. The sample was re-tested and repeated results were within the normal reference interval. The elevated result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.